Event description:
It was reported that during a coronary artery stenting treatment procedure a shaft break occured. The target lesion was located in the non-tortuous, moderately calcified, 80% stenosed left main artery (lm) at the bifurcation between the left anterior descending artery (lad) and the circumflex artery (cs). The lm diameter is reported at 4.00 mm. The lesion was predilated with a 3.50x20mm unk balloon. A 4.00x32mm taxus express2 drug eluting stent was deployed in the lesion. Upon withdrawal the stent delivery system became stuck on the guidewire. The whole system was removed as a unit and a break in the stent delivery system shaft was found. Another 4.00x28mm unk stent was also placed at the bifurcation without difficulty. No pt complications were reported. The pt status is reported as 'satisfactory/good.'